Manufacturer narrative:
Follow-up (5/16/2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging an issue with her one touch ultra 2 meter testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on (B)(6) 2014 at 2:00 p. M. The patient manages her diabetes with insulin (unknown type, self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, 5 days after the alleged issue occurred, she developed symptoms of ¿dizzy, lightheaded, sweaty, and hot¿. At 7:30 a. M. That same day, the patient had more food/drink. At the time of troubleshooting, the customer care advocate (cca) walked the patient through a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.